Manufacturer narrative:
(B)(4). Medical product: unknown nexgen knee femoral cat#: unk, lot#: unk. Unknown nexgen knee bearing cat#: unk, lot#: unk. Report source: foreign - (B)(6). Literataure: young-hoo kim, jang-won park, jun-shik kim ¿do high-flexion total knee designs increase the risk of femoral component loosening?¿ the journal of arthroplasty 32 (2017) 1862-1868. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports:0001822565 - 2017 - 07226, 0001822565 - 2017 - 07227, 0001822565 - 2017 - 07228.

Event description:
It was reported in a journal article that one patient in total knee arthroplasty group was fully dissatisfied after procedure.